Manufacturer narrative:
(B)(4). The customer reported ECG trunk cable does not register on the monitor-pins are all messed up. There was no reported pt involvement. The customer replaced the trunk cable and resolved the issue. The trunk cable was not available for eval. We will consider this a malfunction of the trunk cable where the pins were damaged and the trunk cable would not register.

Event description:
The customer reported ECG trunk cable does not register on the monitor - pins are all messed up. There was no reported pt involvement.